Manufacturer narrative:
G3: additional information received corrected that the initial manufacturer aware date for this event was 28-mar-2025, not 28-feb-2025 as was reported on the initial regulatory report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the onyx 18 was returned for analysis within a shipping box and a plastic bio-pouch. Damage location details: the onyx 18 outer carton (b700386) was found already open. The contents of the outer carton were removed. An onyx 18 vial (ref: 50067-060-3 lot: b705171) and dmso vial (ref: 50123-002 lot: b690868) were returned within the plastic tray. The syringes were not returned. The aluminum cap tabs of both vials were found to have been removed and the rubber stopper punctured. The contents of the vials were found mostly consumed. Testing/analysis: none. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the onyx 18 vial was not radiopaque under x-rays during the injection made by the doctor concerning a treatment of arteriovenous malformation. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.